Event description:
It was reported that a pump has a system error 105 messages. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported system error 105 caused by a partially dislodged component from the I/o printed circuit board. The I/o printed circuit board will be replaced.